Event description:
It was reported that the insulin pump alarmed motor error during insulin delivery. The blood glucose reading is 115 mg/dl. During troubleshooting, the displacement test failed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have an intermittent failure that was not detected during testing. A cracked display window, scratched lcd window and cracked reservoir tube lip noted.